Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for a pediatric patient on (B)(6) 2023. Sid (B)(6), (B)(6) 2023 at 11:51 a.m. Architect stat high sensitive troponin-I result: 137.7 ng/l (positive). (B)(6) 2023 at 13:13 p.m. Architect stat high sensitive troponin-I result: <2 ng/l (negative). . The clinicians subsequently contacted the laboratory to question the results. They were certain the samples were labelled correctly, and blood was taken on both occasions from the correct patient. The first sample had a paired lithium heparin sample collected from the same patient and at the same time which generated an architect stat high sensitive troponin-I result of <2ng/l (negative). The original serum sample was re-centrifuged which generated an architect stat high sensitive troponin-I result of <2ng/l (negative). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for lot 52297ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. In this case, the customer performed testing on a pediatric patient. Abbott has not established expected ranges for female or male patients less than 21 years old.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for a pediatric patient on october 5, 2023. Sid (B)(6), october 5, 2023 at 11:51 a.m. Architect stat high sensitive troponin-I result: 137.7 ng/l (positive). On october 5, 2023 at 13:13 p.m. Architect stat high sensitive troponin-I result: 2 ng/l (negative). The clinicians subsequently contacted the laboratory to question the results. They were certain the samples were labelled correctly, and blood was taken on both occasions from the correct patient. The first sample had a paired lithium heparin sample collected from the same patient and at the same time which generated an architect stat high sensitive troponin-I result of 2ng/l (negative). The original serum sample was re-centrifuged which generated an architect stat high sensitive troponin-I result of 2ng/l (negative). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.